Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Correction to section b3: the event date was updated to 04/24/2025 based on the event logs. As per the log review, the instrument was last used on (B)(6) 2025 during hysterectomy - malignant surgical procedure. Correction to section g3 : the g3 should be 05/02/2025 based on previously submitted on a related report. Therefore, h10 was updated to include MFR report number 2955842-2025-21840.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.